Manufacturer narrative:
One pair of electrodes were returned to the manufacturing site for evaluation. The sample arrived in an opened pouch. The product ID and lot number matched the information that was received with the complaint. We tried to replicate the reported issue by rerunning back through the programming fixture. The reported issue could not be confirmed. The programming software was able to read the information off of the device with no issues observed. The software returned the correct manufacturing lot number and model number. We do not know if the x, y, and z access information of (B)(4) is correct without understanding what information is being programmed into the device for these fields. When trying to reprogram the device we received a programming device status failure however we do not know if this is a device defect or if there is a single flash programming chip that will not allow more than one program flash. The reported issue appears to be associated with the user. Without a sample that displays the reported condition or a sample in which the reported condition can be duplicated, the root cause cannot be positively attributed to a product design or manufacturing problem. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the electrode was tested twice and failed due to a connection error. There was no harm to a patient.